Event description:
It was reported the patient experienced burning and pain at the right buttock-ipg site. The device was moved from the right buttock to the right abdomen. The patient recovered without sequela.